Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have been advised by a customer that they have had a number of ¿leakage¿ issues across the venflon pro safety range"

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. See h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "I have been advised by a customer that they have had a number of ¿leakage¿ issues across the venflon pro safety range."